Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6), implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by the manufacturer representative (rep) that the healthcare provider hcp left a message with the following: "saw recently a dbs patient with a rechargeable battery model. They said early this year while charging, they had a ¿brain jolt.¿  next, a female voice started giving directions. They assumed it was an upgrade but were not too happy they were not notified of this. The circumstances related to the event were unknown. The manufacturer representative (rep) would follow up with the account. Additional information was received from the manufacturer representative (rep) on (B)(6), 2023 reported clarification from the patient that the female voice they heard that started in (B)(6), came from the handset device and said, ¿double tap¿ when the patient had trouble tapping on an icon. It was confirmed that the voice didn't come from the implant or the recharger. The patient also clarified that the "jolt" happened when the patient turned on their stimulator after turning it off and only lasted a few seconds. The brain jolt sensation was resolved. The patient confirmed it hadn¿t happened since.